Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6 the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found prong of the nail was broken. Blade was received inserted in the nail, blade was unable to be disassembled. Blockage was observed on the proximal hole were the blade was inserted, remnant of the prong remains stuck at the mentioned area, this event may contribute to the reported event. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the mating device interferes with the involved area of the device. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 10/130 deg ti cann tfna 235/right - sile would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 04.037.044s lot # 57259p7. Manufacturing site: werk selzach logistik . Manufacturing date: 03.march.2025. Expiration date: 01.march.2035. Supplier : (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the blade could not be inserted into the nail due to a blockage in the blade hole, requiring removal of both the blade and nail. This process was difficult, fragments were generated and not removed easily, and a complete new nail and blade were needed. The surgery was prolonged by approximately 60 minutes but was ultimately completed.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.